Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835 serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter (B)(4) revealed a dark residue occlusion in the dispensing holes as well as a tear in the seal of the sc connector near the guide ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced pain along the catheter track. A dye study was performed. The physician was unable to aspirate the catheter in or couldn't push dye. The patient had a lot of adhesions/scar tissue. There was a catheter occlusion at the catheter tip. The patient was taken to surgery and a revision was performed on (B)(6) 2013. The physician anchored a new spinal segment and used a 8785 to connect the lateral portion of the catheter to avoid tunneling. That segment wouldn't flush until the physician clipped the catheter tip off. Then it aspirated with ease. The existing spinal segment was trimmed and connected to the new pump. The catheter tip had backed out of the intrathecal space and the tip seemed to be clogged. The patient status was indicated as alive; no injury. The pump was delivering dilaudid. Additional information reported the patient was off intravenous medication. The patient had no pain and was doing well.